Manufacturer narrative:
The approximate age of the device is approximately 8 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient experienced pump stops while in a nursing home. The patient was admitted to the hospital the next day under CPR and expired soon after. Reportedly, there were several areas of damage to the cable and the percutaneous lead was very twisted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: although the evaluation of the submitted images confirmed the report of driveline twisting and outer jacket damage, a specific cause for these findings could not be conclusively determined through this evaluation. The report of pump stoppage was not confirmed as no log files were submitted and there is no product available for investigation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the patient¿s outcome could not be conclusively established. Visual inspection of the submitted images revealed that the driveline appeared severely twisted, and the outer silicone jacket revealed several areas of damage. Rescue tape was applied to the majority of the driveline; however, areas of exposed bionate were noted. Visual inspection through the bionate revealed that the metal braided shield had broken down enough to observe the underlying wires. The underlying wires did not reveal any conclusive areas of compromised insulation. It was reported that the patient experienced pump stops. The driveline was severely twisted with multiple defects in the outer jacket. Multiple twisted cables ¿leaked¿, and it was noted that the pump stopped depending on the location. Based on previous complaint history, these events appear consistent with a potential driveline issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that multiple twisted cables leaked and that there were pump stops depending on position. The patient's healthcare team and relatives decided not to escalate care, due to the patient's history and condition. The pump stopped several hours later and the patient expired shortly after.